Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified that there were no frayed or exposed wires on the device or power accessories. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of sparking was not replicated during investigation and the root cause was not confirmed.

Event description:
It was reported that the patient observed sparking from the patient electronics device. The unit was replaced and there were no adverse consequences to the patient.